Event description:
Follow up information received reported that patient was seen on (B)(6) 2014 where it was noted that their adaptive stimulation settings were too high in certain positions and they were not adjusting them lower with the patient programmer unit. The patient asked the adaptive stimulation to be turned off. Everything was reported as ¿working fine¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient would decrease stimulation to 2.00 but then it would ¿jump up to 3.20¿ on its own. It was reported that she would be in the middle of a store and ¿want to fall down¿ because the stimulation changed and then she had to manually turn stimulation off. The patient confirmed that she had adaptivestim settings programmed. It was stated that the patient had an appointment to meet a manufacturer¿s representative (rep) at her healthcare professional¿s (hcp) office on (B)(6). It was noted that she discussed this problem today with the rep. It was noted that the problem first started ¿about 6 months ago¿. Additional information received reported that the manufacturer's representative would see the patient (B)(6).

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).